Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the connector on the external pulse generator (epg) was damaged. The device was returned to the manufacturer for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis found that the patient output connector was broken and the battery contacts were contaminated. As a result the interconnect assembly and flex tape were inspected and cleaned and the main board was calibrated. The battery contacts were also cleaned.